Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis (dka). According to the customer, when emergency services arrived, they thought that the customer was low and administered glucose, bring bg levels even higher. Customer does not know what the bg level was at arrival to the hospital. During the hospitalization, the customer was treated via intravenous drip insulin. System check could not be performed, as the customer did not have a cartridge loaded at the time of the call. The customer was still hospitalized at the time of the call, however they were scheduled to be released next day ((B)(6) 2015).